Manufacturer narrative:
Concomitant medical products: product ID: 3889-28 lot#: va0vhad, implanted: (B)(6) 2015, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: va0vhad, ubd: 08-may-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported that she fell on an icy walkway three weeks ago and since her ins has not been working for her symptom control. She has been extremely happy with her symptom so the lack of symptom control made it pretty obvious that something was wrong. She went to the healthcare provider (hcp) today and had two impedance checks done and both came up with black across the screen. She is scheduled for a lead revision after the covid-19 is over. No further complications were reported.

Event description:
Additional information was received from a health care physician (hcp) via a manufacturer representative (rep). In response to the inquiry of if there had been any external/environmental/patient factors that may have caused or contributed to the event the rep replied ¿icy walkway.¿ in response to the inquiry of what actions/interventions were taken to resolve the event the rep replied that the interstim had been turned off until surgery opened back up from covid-19. The rep noted that this information had been confirmed with the health care physician (hcp). There were no further complications reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.